Manufacturer narrative:
The field service representative (fsr) replaced the electronic patient gas system (epgs). The unit operated to the manufacturer's specifications.

Event description:
The field service representative (fsr) reported that the heart lung machine (hlm) displayed a 'service gas system' message. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Updated block: d9.

Manufacturer narrative:
The reported complaint was confirmed. Per data log review: the gas system was replaced before the logs were exported so only the system log was reviewed. The system log showed on (B)(6) 2022 at 11:01:59 am that the gas system reported a 'flow control fault'. This causes the gas system to become knob adjust only and display a 'service gas system' message as reported. The log confirms the complaint. During laboratory evaluation, the product surveillance technician (pst) connected the electronic patient gas system (epgs) to lab use only (luo) testing equipment. The pst observed that the epgs passed all testing. It was determined that the epgs met specification. Per the service repair technician (srt) no repair of the device was done as it met end of service life (eosl). If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.